Event description:
It was reported that an incident happened at end users private home. Per report bed collapsed and fell. End user was in the bed when this happened; end user fell out of their bed and fractured their leg. Sales rep was able to get pictures of bed and they were sent to manufacturer; however, still trying to get bed back for evaluation. From the pictures sent, mfg cannot determine why the bed fell.